Manufacturer narrative:
(B)(4). The balloon catheter was returned with blood in the guide wire lumen, which is consistent with advancement over a guide wire. There was contrast in the inflation lumen and the balloon was loosely-folded, indicating that the catheter was prepared for use and pressurized during the procedure, as reported. An undamaged guide wire (non-abbott) was returned inside the trek catheter; however, the analysis was unable to confirm the reported complaint as the wire was removed without any resistance noted. A second non-abbott guide wire was returned with bends noted in the tip of the wire. There was also a kink found in the shaft of the catheter approximately 10.5 cm proximal to the proximal seal. As this damage was not reported during inspection prior to use, the shaft may have become kinked during or after the procedure and could contribute with resistance with a guide wire. An attempt was made to measure the inner diameter of the guide wire lumen using a full length mandrel, but strong resistance was noted due to the kink in the shaft. Functional testing was performed with the undamaged guide wire and the wire was able to be back loaded and removed multiple times without resistance noted. An attempt was then made to pressurize the catheter to the rated burst pressure (rbp) of 14atm with the guide wire inside the catheter to check for inner member lumen collapse. The guide wire was not able to move while the balloon was pressurized. However the indeflator was in the neutral position, the guide wire was removed with no resistance noted. As the inner member lumen recovered after it was pressurized, this met manufacturing criteria. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, collapsed inner member, or damage to the catheter. Since no resistance was initially reported during advancement to the lesion, this suggests that a product deficiency did not contribute to the reported difficulty. The lesion was also mildly calcified and may have contributed to the reported difficulty. Additional information received from the account also stated that no attempts were made to move the catheter over the wire when it was pressurized. Therefore, as the analysis confirmed that the guide wire lumen recovered after pressurization and the guide wire was able to be easily removed, this does not appear to have contributed to the difficulty experienced. The design of low profile device has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, or if there is coagulation of blood or contrast in the lumen of the catheter, the clearances can be reduced to an undesirable level. In this instance, although the exact cause for the reported resistance with the guide wire upon removal cannot be determined, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% leak tested, visually inspected and checked for proper guide wire movement during the manufacturing procedure. A sampling of units is also destructively tested to verify the proper guide wire movement/reversibility. With no indication of a product deficiency, no inventory or retain sample testing is being performed. In process testing such as 100% visual inspection and proper mandrel movement, as well as destructive testing to verify guide wire movement met specification. Further testing is unlikely to replicate the reported issue(s). A review of the lot history record was performed and revealed no associated nonconforming material records, indicating all lot release testing met specification.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, the 2.0 x 15 mm mini trek otw was inserted into the patient anatomy over a non-abbott guide wire. The device was advanced to the target lesion and the balloon inflated. Multiple inflations were performed and upon advancing the mini trek distal, the balloon became stuck on the wire. An attempt was made to remove the dilatation catheter, and the guide wire and dilatation catheter were removed from the patient anatomy. The physician was pleased with the results and the procedure was complete. There was no reported difficulty during advancement. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.